Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the sensor was giving inaccurate readings. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 470 mg/dl and sensor glucose was 131 mg/dl at the time of call. The customer stated that she treated the high blood glucose with the insulin pump. The customer stated that she had blood glucose of 79 mg/dl and treated with orange juice. The customer stated that she treated her high blood glucose by giving bolus. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor. Performed continuity resistance test and the sensor failed.